Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Corrected sections: h3 changed to device not returned. Trackwise # (B)(4). A lot history record review was completed for lots 25149022, 25148770 and 25148575 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000, customer mentioned a general issue with difficulty advancing the cutting tool within the harvesting cannula. Specifically they mentioned that it is often times very difficult to advance it during a vessel harvest and they had issues with small branch evulsion.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000, customer mentioned a general issue with difficulty advancing the cutting tool within the harvesting cannula. Specifically they mentioned that it is often times very difficult to advance it during a vessel harvest and they had issues with small branch evulsion.